Event description:
It was reported the patient's scs ipg was removed. Reportedly, the patient was receiving effective stimulation therapy from the scs system, but was instead implanted with a dorsal root ganglion (drg) system to better target the patient's pain pattern.